Event description:
The customer reported to olympus that during therapeutic endoscopic retrograde cholangiopancreatography using this evis exera iii duodenovideoscope and single use distal cover, the distal cover was missing when the scope was taken out. The distal cover fell off in the patient's stomach and was recovered by esophagogastroduodenoscopy with roth net. The procedure was delayed by five minutes. The procedure was completed. The devices were inspected before use and no abnormalities noted. There were no reports of patient or user harm associated with this event. Patient identifiers: (B)(6) - single use distal cover; (B)(6) - evis exera iii duodenovideoscope. This report is for (B)(6) .

Manufacturer narrative:
This device has been returned for evaluation. The findings were: leak from scope connector gold contact pins, play in control knob, dents at c body, crack of adhesive on bending section cover adhesive and at plug unit and angle wires were stretched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch report #2429304-2023-00080.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be determined, the cover likely came off the subject scope due to the following: 1. Although the user reported having pushed the cover until the hook at the scope tip appeared from the opening of the cover, the cover likely covered the hook and may not have covered it completely. As a result, the attachment of the cover was insufficient. 2. The cover was squashed during storage. This generated slight cracks. Afterwards, a load was applied to the cover during use and caused a crack at the rear end and deformation of the tip. As a result, attachment to the scope was insufficient. This supplemental report includes a correction to e1, e2, and e3 from the initial medwatch. Olympus will continue to monitor field performance for this device.